Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced loss of consciousness and taken to the hospital by ambulance. The patient was admitted to the intensive care unit (ICU) and treated at some point with juice and intravenous (IV) glucose. During the time of the event the cgm reading was hyperglycemic (no value reported) and the bg reading was hypoglycemic (no value reported). The patient was discharged after 24 hours on (B)(6) 2025. At the time of the report the cgm was reading 63 mg/dl and the blood glucose reading was 354 mg/dl and the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.